Event description:
Complainant alleged that while attempting to cardiovert a 17-year-old male patient, a loud popping noise was heard upon discharge and when the pads were removed it was noted the patient had sustained skin burns on the right upper chest around where the pad was sitting. The clinician has indicated hydrocortisone cream was applied to the burns once pads were removed. No information is available regarding the degree of the burns.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.